Event description:
During dialysis, rn noted the hc03 solution was not infusing appropriately. Run stopped. Pt's ph was 7.1 from 7.38. Co2 was 75 and her hc03 was 14 from 29. Alarm did not sound. Acidosis corrected.